Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported one day post implantation of an intraocular lens (iol) into the left (os) eye, the patient experienced symptoms that were later diagnosed as tass. Slit lamp findings found fibrin in the ac, and the patient had a decrease in vision. A culture was taken. An intravitreal steroid injection was administered two days post implant. The results of the culture and sensitivity were negative. In the surgeon's opinion, the likely cause of the event was the iol. The patient's outcome is good. Additional information has been requested, but has not been received.

Manufacturer narrative:
Additional information. Although requested, the device was not returned for evaluation and additional information regarding the event was not provided. As a lot number for the device was not provided, the associated device history record was not reviewed. The trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, the root cause of the event could not be conclusively determined.